Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in an endovascular therapy (evt). During procedure, at first inflation, it was noted that the balloon ruptured at 10atm for in seconds. The balloon was simply removed from the patient's body without problem. However, it was further reported that all the components were completely removed. The procedure was completed with a different device. No patient complications were reported and patient was good post procedure.